Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It has been reported that during use of an in.pact pacific device the balloon burst. No procedural information related to this event is available. No patient injury was reported. Please note that this device, in.pact pacific pta balloon catheter, is not marketed in the united states; however, it is similar to the united states marketed device in.pact admiral pta balloon catheter. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.